Manufacturer narrative:
Correction: h6 field. The corrections made to the h6 field are as followed: e2403 has been added to health effect - clinical code, f27 has been added to health effect - impact code, a090204 has been added to medical device problem code, and g05003 has been added to component code. This supplemental report is being submitted to provide the results of the final investigation and a correction for the h6 field. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is a cause traced to component failure which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope exhibited a fuzzy light. The issue occurred during reprocessing. There were no reports of patient involvement.